Event description:
The account alleges that the head up function drifts downward.

Manufacturer narrative:
The technician discovered that the patient pendant was wedged between the bottom of the knee section and the top of the intermediate frame. The technician removed the patient pendant, which resolved the issue. The bed operates normally. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.